Event description:
It was reported that the patient had an incision and drainage procedure. The primary system controller was exchanged in the operating room. Log files were sent for both primary and backup controller. While in the operating room the primary controller at the time displayed the broken line for its flow reading. As a trouble shooting measure by the perfusion team, the primary controller was exchanged for the patient's backup controller. Once the new controller was connected to patient it also displayed in the flow reading. The physician thought it could be an issue with the driveline. No alarms were noted at the time. It was communicated by the perfusionist there was an alarm noted in the historical view on (B)(6) 2026, indicating for primary controller to be exchanged, which never happened. The log file captured several low-speed advisories and pump stops on (B)(6) 2026 while the patient was connected to the power module. These alarms may have been the result of a short within the driveline. It was recommended to keep the vad connected to battery power or an ungrounded cable. It was noted that this patient had a driveline repair in (B)(6) 2022 for cosmetic damage (cs-166946) so another repair would not be possible. The driveline was disconnected at 1:36 pm on (B)(6) 2026 for a controller exchange. The log file for the backup controller captured low flow events on (B)(6) 2026. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO). The physician requested a picture of the driveline to assess if there was enough room for a percutaneous lead repair. The driveline repair was scheduled for (B)(6) 2026 due to suspected short to shield. X-ray images were taken. The repair took place. It was noted that there was approximately 5" between new exit site and existing repair site. The outer layer and bionate were removed between 3" and 5" from exit site, right up to existing repair. The green, brown, and orange wires were spliced, and the drivelines were swapped without issue. Splicing was continued on yellow, black, and red wires. The area was closed up per procedure, and the patient was provided with care instructions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed a driveline infection on (B)(6) 2025. The patient then had an incision and drainage procedure due to a driveline infection on (B)(6) 2026. The driveline exit site had drainage that included erythema, and purulent malodorous drainage. Pseudomonas were confirmed with wound culture and was successfully treated with antibiotics and driveline debridement. Blood cultures were negative. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO) due to multiple pump stops. The ECMO device was medtronic bio-console. More recent log files were submitted, and they captured multiple low speed and pump stop alarms on (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026 while the patient was connected to the power module. This indicated that the repair on (B)(6) 2026 did not remove the damaged area and was likely internal. The patient would receive an ungrounded cable to prevent alarms. The patient was on battery power and was doing okay. The patient's previous driveline repair in (B)(6) 2022 was reported under MFR #: 2916596-2022-11728.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s replaced portion of the driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage which could have contributed to the reported low speed and pump stop events observed in the submitted log file on (B)(6) 2026. Review of the submitted log files confirmed additional low speed and pump stop events on (B)(6) 2026 and (B)(6) 2026. A specific cause for these additional events was unable to be conclusively established through this evaluation; however, based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an internal driveline issue. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported infection could not be conclusively established. The submitted log files collectively contained events from (B)(6) 2026 through (B)(6) 2026, and (B)(6) 2026 through (B)(6) 2026. Pump stop and low speed hazard events, associated with yellow wrench advisory, low speed advisory/hazard, low speed operation, low flow hazard, and motor stopped alarms, were captured on (B)(6) 2026 prior to the reported driveline repair, while the system was connected to the power module. After the driveline repair was performed on (B)(6) 2026, additional low speed events were captured on (B)(6) 2026. Low speed and pump stop events were additionally captured on (B)(6) 2026 and (B)(6) 2026 while the system was connected to the power module. No other notable events or alarms were captured. A distal end driveline replacement was performed on (B)(6) 2026. Approximately 25.5¿ of the external portion of the driveline was returned for evaluation. The replaced portion of the driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the wires revealed a breach in the black wire approximately 21.5¿ from the controller connector. No evidence of shorting was present at this location, and the breach appeared consistent with mechanical damage. The driveline was submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. Additional current leakage was observed on the brown wire approximately 21.5¿ from the controller connector. Although a specific cause could not conclusively be determined, the location of the damage to the black and brown wires indicates that the breakdown in insulation may have been the result of repetitive contact with the metal tubing at the driveline repair site. If the exposed conductors simultaneously made contact with the metal braided shield or the metal tubing of the driveline repair site, this would have contributed to a loss of phase in phase 1 while the patient was operating on any power source, contributing to the reported low speed and pump stop events captured on (B)(6) 2026. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) the driveline, serial number (B)(6) and driveline repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (driveline, pump pocket, localized), that may be associated with the use of the heartmate 3 left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 6, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Various sections of the IFU and patient handbook contain information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.